Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 0.183" x 0.527" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, it was observed that the tip of the fenestrated bipolar forceps instrument broke. There was no report of patient involvement.